Manufacturer narrative:
The devices were not returned. A review of the production record for this product was not performed because the part numbers and lot numbers were not reported, and the devices were not returned. Based on the article information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and malfunctions reported in the article are captured under a separate medwatch report. B2, b3, b6: estimated dates. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, "a novel risk score facilitates femoral artery access in transcatheter aortic valve implantation: passage-puncture score".

Event description:
This study sought to describe a novel risk score (the passage-puncture score) for transfemoral access using a single suture-based closure system. Outcomes related to the proglide device included: death, additional vascular closure device used, bleeding, red blood cell transfusion, prolonged hospitalization, stroke, periprocedural myocardial infarction, renal dysfunction, pseudoaneurysms, hematoma, arterial narrowing/occlusion, and implantation of a covered stent. It was concluded that the passage-puncture score is effective in defining the optimal access site for transfemoral tavi. The systematic evaluation has the potential to further reduce access-site complications. Specific patient information is documented as unknown. Details are listed in the article, titled "a novel risk score facilitates femoral artery access in transcatheter aortic valve implantation: passage-puncture score". No additional information was provided.